Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 9 months 6 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve failed due to paravalvular leak. The patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve. The team performed a bav with a 24mm atlas gold balloon to get full expansion with the 26mm sapien 3 ultra valve. The patient left the room in stable condition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed due to unavailability of procedure imagery/ medical record. As reported, 'approximately 1 year 9 months 6 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve failed due to paravalvular leak. The patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve. The team performed a bav with a 24mm atlas gold balloon to get full expansion with the 26mm sapien 3 ultra valve'. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it was noted that 26mm sapien 3 ultra valve was used to perform valve-in valve (viv). This indicates that the initial valve selected was undersized or related to cardiac remodeling. Implanting an undersized valve may result in a gap between the deployed valve and target site (native annulus) resulting in the observed paravalvular leak. In additional, cardiac remodeling was also potentially created a gap due to morphological changes in the native valve, and thus, giving rise to the paravalvular leak. As such, available information suggests that the patient factors (cardiac remodeling) and/or procedural factors (undersized valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.